Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported the circumstances that led to the poor coupling and burning sensation around the ins during recharging was that they lost a significant amount of weight, 15 pounds, in the last 2 1/2 months. The patient reported the replacement antenna resolved the poor coupling, but the burning sensation was not resolved. The patient reported the new antenna recharged very fast. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that since implant the patient has experienced poor coupling when recharging. In (B)(6) 2017, the patient had met with a rep but at that time the rep was able to get good coupling. The patient had started losing weight (10 lbs) in (B)(6) 2018, which resulted in the ins sticking out too far. Then, around the week of (B)(6) 2018, the patient started getting a burning sensation around their ins site during recharging as well as during other times they tried recharging. It was noted that in (B)(6) 2018, the patient had slept on a pull out mattress, and they were "twisting and turning their body a lot" when sleeping on that mattress. Additional information was received from the patient in february 2018. It was reported that the patient was having to use their recharger all the time to prevent their ins from depleting; they were afraid it would deplete. They had started charging on (B)(6) and kept charging the ins throughout the day on (B)(6). It was reported that the recharger had displayed the "overheating message" when trying to recharge the ins. Troubleshooting performed on (B)(6) 2018 included turning the dial on the recharger belt. They were able to get 6 boxes but then all coupling was lost and the poor coupling screen was seen. A replacement recharger antenna was requested on (B)(6) 2018. The ins had depleted / died on (B)(6) 2018. On (B)(6) 2018, the rep reported that the patient was able to get the normal recharging screen, and they told the patient to keep recharging until ins reaches at least a 25% charge, at which point they would be able to help the patient get their stimulation back on. It was noted there were no concerns with the ins pocket. On (B)(6) 2018, the patient reported they had received the replacement recharging antenna, and patient services assisted them with attaching the new antenna. When they started charging the ins they reported there were no coupling bars and the ins battery level was blinking in the first quartile. The patient was told to continue charging until they see at least two quartiles blinking to be sure the ins is at least 25% charged. On (B)(6) 2018, the patient reported they had been wearing the recharging antenna all weekend and now their skin was sore where the antenna had been touching their skin. They stated they were suffering and hurting really bad and now their ins was dead. It was noted the patient was getting pain medicine (injections in the mornings) to help but the pain medicine only provided half of the relief; they only got complete relief when using their ins. They were redirected to the doctor to set up an appointment with a rep to check the ins and help get the ins restarted. They stated they had contacted their doctor but had not yet received a call back. It was noted the patient had an appointment scheduled with their doctor on (B)(6) 2018. It was later confirmed on (B)(6) that a rep would be at the (B)(6) appointment to check the patient's device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported they met with the patient on (B)(6) 2018. When they interrogated, the battery was 75% charged. They were able to get eight coupling bars, turn on the patient's stimulation, and reprogrammed to cover pain. The patient was feeling stimulation, and their pain was resolved. The rep did not know if the soreness from the recharging antenna was resolved. The rep showed the patient they were able to get eight bars, performed an antenna locate, and provided the patient with two-sided tape to help with coupling. The cause of the poor coupling since implant was that the patient had been dealing with personal issues and charging was not a priority. The rep was able to get eight bars and did not find coupling to be an issue. The rep reported the patient claimed she was charging for long periods of time and would get an overheating warning. The rep did not get the warning during their meeting. No further complications were reported/anticipated.